Event description:
I had the essure device implanted in 2011. I began having pains over the years but I did not know what was contributing to the pain. In the end of 2017, early 2018, I began to experience painful feelings and I went to the emergency room on (B)(6) 2018. Many drs had told me it was something else but I found out at the emergency room that the essure device was malpositioned. I had to have emergency surgery two weeks later. This procedure caused me to experience pain then and ongoing pain, canceled my honeymoon, over $ (B)(6) medical bills, lost wages, pain, and suffering.